Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger, link, needles and cuffs were not returned, and the reported cuff miss could not be confirmed. Inspection of the returned device indicated that the rail suture end was cut with the device cutter. This is consistent with successful suture retrieval during the plunger retraction, indicating both cuffs had successfully engaged with the needles during needle deployment. Analysis also indicated that the suture knot was broken; however, the rail suture partially remained inside the device. The observed damage is consistent with the knot being broken during the device removal rather than knot advancement. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.